Event description:
It was reported that during attempted cardioversion, a shock was not delivered due to possible hv circuit damage. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the anomaly observed in the field. Output circuitry of the device was damaged. The cause for the field event was undetermined.